Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d354drm implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One non-sustained tachycardia episode, one ventricular fibrillation (vf) episode, one t wave ventricular oversensing episode, and one lead failure predictor episode of less than 220 milliseconds v-v cycle were recorded on (B)(6) 2013.

Event description:
It was reported that the patient received an inappropriate shock because the device discriminator failed to withhold for t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that r waves were low. A programming change was made and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.